Event description:
Voluntary medwatch received states the implantable cardioverter defibrillator (ICD) exhibited high out-of-range shock impedance on the right ventricular (rv) channel. Additionally, the impedance measurements appeared to be fluctuating, showing that the value was stable and in-range. No changes or intervention was reported, and the ICD remains in use. There were no patient consequences reported.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5177395.